Event description:
It was reported that primary device in (B)(6) 2010 with zimmer tm stem, zimmer continuum cup at tacoma general hospital. On (B)(6) 2010, patient was revised to stryker rejuvenate stem with antroverted neck, due to (B)(6), subsequent dl lead to 2nd revision surgery with stryker titanium cup/mdm. No signs of fretting/ fretting were communicated in the or. Rejuvenate stem/neck were not revised.

Event description:
It was reported that primary device in (B)(6) 2010 with zimmer tm stem, zimmer continuum cup at (B)(6) hospital. On (B)(6) 2010, patient was revised to stryker rejuvenate stem with antroverted neck, due to dl in alabama, subsequent dl lead to 2nd revision surgery with stryker tritanium cup/mdm. No signs of fretting/ fretting were communicated in the operating room. Rejuvenate stem/neck were not revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding dislocation involving a mdm liner, a restoration adm liner (pr 24845) and a tritanium shell (pr 245844) was reported. The event was not confirmed. The device was not returned for evaluation. A review of the medical information by a clinical consultant indicated that: the problem of recurrent dislocation in this case represents an adverse mix of patient-related and procedure-related factors without evidence for device-related factors. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The exact cause of the event could not be determined because insufficient information was provided.